Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5091382) on 12-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('had to have essure removed by hysterectomy due to severe complications') in a female patient who had essure inserted. Concomitant products included ascorbic acid. On (B)(6) 2000, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 19 years 6 months after insertion and 3 days after removal of essure. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: the seriousness criteria ¿hospitalization¿ was reported, but not specified or assigned to one of the events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.